Event description:
It was reported that the patient presented to the emergency room having had inappropriate therapy. The 6947 lead had dislodged backing up to the atrium and thus sensed and treated the patient inappropriately for atrial flutter. The lead was able to be repositioned. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.